Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump powered on with a dim display with a reddish hue. The keypad was observed to be peeling and torn. The keypad buttons were confirmed to be responding appropriately to presses. When the keypad was removed, contamination was observed under the keypad buttons. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored and the keypad button contacts were found to be contaminated. This report is made based on the results of evaluation completed on (B)(6) 2015.